Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: during investigation, the pump was found to power on to a clear and legible display. Investigators were unable to duplicate the blank display complaint. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test failed due to a bolus button leak. The pump was opened, and no further moisture was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.